Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the healthcare provider on (B)(6) 2025 because their system controller was alarming. The patient had connected to the mobile power unit (mpu) and started having a "connect to power" alarm on their system controller with the yellow wrench. When connected to the battery(s), the alarm continued and was also reading "call hospital/backup battery fault". A self test was performed and the alarm cleared. When the patient returned to the mpu, the alarms began again. The patient went back on battery power and the alarms continued. Per the patient, the alarm said "low battery", and when asked, was unable to identify if there was a yellow light at the white or black power cable connection sites. New battery(s) were placed and this stopped the alarm. On (B)(6) 2025, the patient was at the hospital with a complaint of backup battery fault, low battery, and power cable disconnect alarms while on the white system controller lead. Following review, log files contained multiple low voltage advisory(s) while the patient was utilizing battery power, and appeared more frequently on the white power cable side. The system controller and modular cable were exchanged, no alarms since, including while using the existing battery clip(s) and the mobile power unit (mpu), which also were free from visual physical damage. The system controller and modular cable would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the modular cable, lot number: 7964945, was not returned; however, log files were available for its evaluation. All items not associated with the modular cable are addressed within the system controller investigation. The associated system controller event log file was reviewed, and timestamps spanned approximately 1 hour (12:58:50 to 13:57:04 on (B)(6) 2025). There were no events found within this log file that pertain to issues with the modular cable. The pump maintained a speed within the expected range throughout the log file. There were no issues found with the modular cable. The relevant sections of the device history records for the heartmate vad modular cable, lot number: 7964945, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
There were no events found within the log files that indicated an issue with the modular cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.